Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Additionally, high pacing threshold measurements were observed. An invasive revision procedure was performed and the lead was surgically abandoned and replaced. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.